Event description:
The tibial tray was opened onto the sterile field then it was noticed that the outer packaging had a hole in it.

Manufacturer narrative:
The product and packaging components associated with this reported event were not returned for examination. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported package damage without the packaging components to examine. The investigation could not draw any conclusions about the reported package damage without the packaging components to examine. Although this investigation did not indicate the need for corrective action, a new package has been designed, validated, and released to address change the packaging design. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.